Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23623, 1627487-2020-23624, 1627487-2020-23625. It was reported that patient¿s both drg leads at s1 were completely impeded. During the procedure it was noticed that the right l5 had visibly moved out of the foramen. Also, while attempting to the remove the s1 lead the left l5 moved out of the foramen. As a result, both the l5 and one s1 leads were explanted and replaced, restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.